Event description:
Boston scientific received information that this patient was recently seen for feeling lightheaded. It was found that the device was inadvertently programmed to 30 beats per minute (bpm) by a nurse. The length of time the device was programmed that way is unknown. The programming was changed and the patient immediately felt better. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.